Event description:
On (B)(6) 2011, additional information was received when product analysis was completed on the handheld and flashcard. Visual analysis of the handheld serial cable identified that it was mechanically damaged; however, it was not melted. As a result of the damage, the cable could no longer be connected to a wand and establish communication between the handheld and wand. Product analysis attributed the cause for damage as likely associated with mishandling of the cable. When the cable was replaced with a known good cable, the handheld was functional. Product analysis on the flashcard revealed no anomalies. The flashcard and software performed according to functional specifications.

Event description:
Additional information was received on (B)(6) 2011, when the physician¿s programming system was returned to the manufacturer for product analysis. Product analysis on the wand was completed on (B)(6) 2011, which revealed no malfunction with the programming wand. The wand was returned with a completely depleted battery and the dell serial cable adapter db9 connector plugged into the programming wand's serial data cable. After the battery was substituted and the dell serial data cable adapter db9 connector was unplugged from the wand's serial data cable, the programming wand performed according to functional specifications. Product analysis has not yet been completed for the handheld, flashcard, and the handheld serial cable.

Event description:
On (B)(6) 2011, a vns treating physician reported that his handheld serial cable melted together and no longer works. The physician would not provide any further specifics on the issue and how it occurred. Attempts for the return of the programing system are underway but the product has not been returned to the manufacturer to date for product analysis.